Event description:
Reporter alleged blood glucose result of lo (less than 10 mg/dl) immediately after the test strip was placed in the meter on the active s system. The customer had not yet applied blood to the strip. No actions, treatments, or symptoms were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.